Event description:
The compressor is loud and weak. Unit is alarming red light and shuts down with no audible alarms.

Manufacturer narrative:
Per repair statement unit is alarming and shutting down. No audible alarms are present.